Event description:
Return reason: lumen interconnection (balloon/distal). Analysis determined: investigation found that there is an interlumen leak due to a break in the catheter tubing allowing air to escape through the distal lumen. The origin of the break could not be determined. No mfg defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: no corrective action is required at this time. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.